Manufacturer narrative:
An event of embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 14 mm amplatzer muscular vsd occluder was implanted following a push-pull test. Several hours after the case, the device embolized. The patient was returned to the cath lab, the device was retrieved and a 18 mm occlude was implanted successfully. The user believes the 14 mm device was an inadequate size.